Event description:
According to the available information, the anchor broke off easily when setting up the device. The complaint was noted before the product was put into use; this had no consequences for the patient.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA.there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. There were several complaints identified against this lot however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the sling revealed the static anchor, dynamic suture with tensioner were attached to the mesh. The dynamic anchor was received detached from the tensioner and the microscopic examination of the dynamic anchor tines appeared straight, indicating the anchor most likely was not implanted and removed. No abnormalities were noted with the introducers. Based on the information received and review of the returned components, quality confirmed that the dynamic anchor detached from the tensioner. As the information noted the sling was implanted, the detachment of the dynamic anchor most likely occurred during the tensioning process. No information was received to indicate if any difficulties were noted during the tensioning process that may have contributed to the reported complaint. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the anchor broke off easily when setting up the device. The complaint was noted before the product was put into use; this had no consequences for the patient.